Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss in therapy due to their ipg being inoperable. As a result, the charging system was unable to locate the ipg as well as the patient programmer displayed an error message. Surgical intervention is pending to address this issue.